Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance the device was "reading high temp". They have adjusted the temp pod with no success. No patient involvement and no clinical or patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: device received with scratches on the front cover, scratches on the water tank cover, and the line cord was faded and worn. Functional testing was not able to duplicate the high temperature readings. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced front cover, water tank cover, and line cord. Performed preventative maintenance (pm). Changed o rings and reservoir gasket. Calibrated device. Device passed all functional testing.